Event description:
The nurse initially reported reflux caused corneal burn. Additional information received from the surgeon on 08/21/2007 stated, the patient required sutures and tissue glue. The outcome of the event was reported as excellent. The phaco hp may have caused or contributed to the event. The facility stated, the handpiece used in this event was not isolated. They have continued to use the system and handpieces with no problems of incidents. They have been using these handpieces since they purchased them, and they have never had any problems before or since the event.

Manufacturer narrative:
A company service rep checked the system, and was unable to verify the complaint reported. All handpieces tested fine. A preventive maintenance (pm) was completed, and the system meet specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 08/31/2007.